Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: it is determined that certain bd 3 ml syringes will consistently result in leakage during administration.

Event description:
It was reported that the bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: it is determined that certain bd 3 ml syringes will consistently result in leakage during administration.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.